Event description:
I have had huge eye problems and been to numerous eye doctors. I have been diagnosed with toxins on the eye and iritis. It is severe redness of the iris and it feels like I am looking directly into the sun. I also use the product moistureplus solution and have the same symptoms as been recorded. Dates of use: 2007. Diagnosis or reason for use: multi purpose solution for contact lenses. Event abated after use: yes.